Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a complaint handler on (B)(6) 2017, the customer indicated that she went to see her lactation consultant on that day and she used the pump in her presence, but only a few drops of milk came out. The lactation consultant thinks the pump works fine, but she doesn't know why the pump doesn't work for her as she had full breasts when she saw the consultant and the consultant agrees that she definitely has milk. The consultant confirmed that the breast shield size looks ok as well, but her breasts looks red and sore after pumping, so she suggested to try a bigger size shield, but she doubts it is going to work. She indicated that her child is gaining weight beautifully and her milk is dripping every time she feeds her; however, she cannot pump any milk using the electronic pump. In follow up with a complaint handler on (B)(6) 2017, the customer reiterated that she cannot get milk when using the pump, even though she thinks that she has enough milk to feed her baby because when she hand expresses, milk comes out (not too much, but much more than the pump could produce). She has tried to pump while breastfeeding since it is very easy for her to have let down, less than 30 seconds of stimulation. She would see milk coming down, so she would switch to let-down mode immediately and the milk flow would stop. She has read the instructions multiple times and even researched on the internet. She further confirmed that she cannot use higher than "min-medium" vacuum level without it hurting and thinks that the breast shield works fine, but she will see her lactation consultant to verify. She alleged that after pumping, her nipples got really sore, for which her doctor prescribed nipple cream which was compounded at the hospital. The customer requested consultation with medela clinical staff. In follow up with medela clinical staff on (B)(6) 2017, the customer stated that the replacement pump was working well and she was having no pain or discomfort with pumping. Clinical staff discussed pumping and returning to work with the customer, providing support and information, to which the customer expressed an understanding. Though, it cannot be definitively concluded that the pump caused or contributed to the customer¿s nipple soreness, medela is filing this report as the customer received medical treatment.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump produces low suction. She indicated that she can hand express after pumping. She alleged that she uses the pump on the lowest vacuum setting because if she raises the vacuum, it hurts.